Event description:
It was reported that the numbers on the insulin pump are ramping up with out any input from the customer, while attempting to bolus. Customer's blood glucose level at the time 247mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No unexpected number ramping or scroll bar anomaly was noted. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.